Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as insulin pump had hardware low level failures alarm. The customer¿s blood glucose level was 350 mg/dl at time of incident and current blood glucose level was 438 mg/dl. The customer assisted with troubleshooting. Customer states they took a manual injection and their blood glucose level went down but as soon as the injection wore off their blood glucose level started going up again. Customer reports insulin pump system has not been in use within 48 hours of reported high blood glucose event. Customer states auto mode feature active and automatically adjusting insulin at time of high blood glucose event. Customer did not allege insulin pump was under delivering. Customer declined to test insulin pump. The insulin pump will be and reservoir will not be returned for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. Pump error 63 alarms are confirmed in pump history file due to a broken trace at keypad assembly.